Manufacturer narrative:
The pod was received partially deployed. The slide insert and linkage assembly were observed to be in the deployed position, while the formed needle was visible through the soft cannula. The download data contained no timeouts, drive stalls, or hazard alarms, indicating the pod functioned as intended. Upon opening the pod it was discovered that the formed needle was incorrectly installed. The bend of the formed needle was not lodged into the slide retract due to excess plastic. The blood observed on the adhesive pad can be attributed to the incorrect installation of the needle. Scratches were found on the formed needle. It could not determined when the damage occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not retract when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn between 1 and 4 hours and in addition to bleeding, patient reported a blood glucose level over 300 mg/dl.